Manufacturer narrative:
As the product remains in service, it will not be returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
Boston scientific crm received information that four days post implant, the right ventricular (rv) lead exhibited intermittent loss of capture and was thought to have dislodged. The patient is 100 percent paced in the rv and was noticed to be in ventricular fibrillation. A temporary pacing wire was placed and the lead was successfully revised. The rv lead remains implanted in the patient and no additional adverse patient effects were reported.